Event description:
It was reported the programmer screen needs repair. The programmer was returned. The programmer rf (radio-frequency) head was returned with the programmer and tested out of specification during manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The overlay to the screen was cracked. It was also noted that the tab was broken off the power cord door. (B)(4): the programmer rf (radio-frequency) head failed electrical testing. The printed circuit board was found to be out of specification. The rf head label was also missing its coating.